Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm fusiform abdominal aortic aneurysm. The proximal neck was 32 mm in diameter and 24 mm in length. The right iliac artery was 13 mm in diameter. The left iliac was 14 mm and 11 mm in diameter. The right femoral artery was 10 mm in diameter and the left was 9 mm in diameter. Both of the iliac arteries had severe stenosis. The right access vessel had severe thrombosis. It was reported that on the ipsilateral side the physician performed a pta and deployed the bifurcated stent graft successfully. On the contralateral side the physician didn't perform pta since he thought it was possible to access with a 14 fr catheter. The physician deployed the enlw1616 successfully with no pta, but it was found that a dissection occurred at the right external iliac artery after the touch-up. The physician deployed a smart stent to treat the dissection. The procedure was completed with no endoleak. The patient is monitored by their physician. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection); patient's condition affected effectiveness of device (anatomy related; severely thrombosed access vessel). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severely thrombosed access vessel).